Manufacturer narrative:
Hospital contact telephone: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna nail (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The pfna-ii blade l85 tan (04.027.052s / l198305) was received for investigation. Upon visual inspection, the surface is showing signs of usage, otherwise the part in a good condition. During investigation, a functional test was performed, the blade passed the functional test. Complained issue could not be replicated and/or confirmed based on the available information and passed function test. As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(4). Due to intra-operative issues, the device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Part 04.027.052s, lot l198305: manufacturing location: (B)(4). Manufacturing date: november 18, 2016. Expiry date: november 01, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a proximal femoral nail anti-rotation 2 (pfna2) surgery on (B)(6) 2017 the 85 mm helical blade would not lock after insertion. After two to three (2-3) attempts the surgeon removed this blade and changed it with an 80 mm blade. There was a fifteen (15) minute delay to surgery time; there was no patient harm and the procedure was successfully completed. This is report 1 of 1 for com-(B)(4).